Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated mesh extrusion, 1 cm in size in the posterior aspect of the anterior vaginal wall; second mesh extrusion, 4 cm in size positioned on the anterior vaginal wall.